Event description:
It was reported that the device was showing an atrial burden measurement that was lower than expected as the patient has chronic atrial fibrillation. It was found that the device had reached end of life; the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.